Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition of failure code "570:320:844:0000". This condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. The customer does not want to be contacted. No additional information is available. The user interface module software version vista minor (5.04.00).

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague pump with a failure code "570:320:844:0000" was not confirmed, however after further evaluation by quality engineers the as determined problem was failure code 199:xxx during product evaluation. The root cause of this condition was assigned to depleted main batteries. The main batteries were replaced to correct this condition. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number. A service history review revealed no previous service events were related to the reported condition. Failure code 199:xxx follows a total loss of power. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.